Event description:
The customer's blood glucose (bg) level was displayed as "low"; however, a specific value was not provided. The cause of the low bg was unknown. The customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.